Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and attempt to resume yet continued to receive the alarm. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer was able to resume insulin delivery.